Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278281, expiration date 04/30/2015). (B)(4).

Event description:
Customer received a result of 17.8 mmol/l on the mobile system, and a result of 4.2 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.